Event description:
It was reported that during an implant attempt, the lead pacing threshold was more than 8 v. The lead was not used and a second lead was attempted. The pacing threshold of the second lead was more than 8 v also, however the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the distal segment of the lead was returned and analyzed with no anomalies found.